Event description:
Latex surgical gloves may have bottom seals that are open, thereby possibly compromising the sterility of the product.

Manufacturer narrative:
Date sent to FDA: 09/19/97-add'l info: g7-type of report is "follow up #1". H2-"add'l info" and "device eval." H3-"eval summary attached." H6-eval codes provided. H9-21 usc 360i)f) reporting number provided. Device eval summary attached-see page 3 being filed with this follow-up #01 medwatch report. Eval summary: a joint investigation by jjmm qa and the contract MFR, sime latex products, included a review of all packaging related mfg activities as well as the inspection of over 5,000 packages of gloves representing the last 2 yrs of production. The principle root cause was identified as inadequate package sealing equipment set-up. An unk number of packaging runs with a sealing machine temperature set below specs resulted in a low frequency of imcomplete seals across the bottom of the package. The incomplete seals were not detected by the qc program. Corrective action: sime latex products, with the assistance of jjmm qa, initiated a pouch sealing machine check list to document proper machine set-up prior to the beginning of the packaging process. The MFR also initiated regulary scheduled and documented qc checks after sealing. Sgs malaysia, who inspects and releases the finished product, has also strengthened and clarified their inspection procedure for packaging integrity. All product released between may 1995 through june 24, 1997 are the subject of a voluntary recall.